Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that it was hard to feel the stimulation for the ptnm device because they had fasciitis in their right foot. They did not mention whether they had the fasciitis prior to the beginning of treatments. The patient began receiving the treatments on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
The event date of (B)(6) 2017 is no longer applicable to this event. The event date was unclear at the time of the report.

Manufacturer narrative:
(B)(4) is no longer applicable to this event. The event is no longer a reportable event. Evaluation code-conclusion is no longer applicable to this event.

Event description:
Additional information from the patient mention previously reported information regarding having fasciitis prior to treatments and they still don't feel stimulation during treatments. They also stated that sometimes when they go to the bathroom they feel chills. It happened more so at night, but maybe once or twice during the day. They did not know why it was happening, but did tell their healthcare provider (hcp). They could not recall whether it started before or after the treatments, but stated about five weeks prior to the report. The nurse explained to them that they were not sure if the therapy would work if they could not feel stimulation. The patient stated that their frequency was better at night and then when they were at home, they don't have a problem. During the daytime, they get nervous whenever they had to find a bathroom, the urgency is different all of the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.